Manufacturer narrative:
The events of capsular contracture, seroma, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "some liquid around implant"; capsular contracture, baker grade iii; "inflammatory reaction with giant cell reaction to foreign body".

Event description:
Healthcare professional reported right side intracapsular rupture with some liquid around implant diagnosed via ultrasound and capsular contracture, baker grade iii, the "capsule totally calcified". Later reported "mild inflammatory reaction with giant cell reaction to foreign body" diagnosed by pathology. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side intracapsular rupture with some liquid around implant diagnosed via ultrasound and capsular contracture, baker grade iii, the "capsule totally calcified". Later reported "mild inflammatory reaction with giant cell reaction to foreign body" diagnosed by pathology. The device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture-breast: unable to observe since it is not related to the device. ¿ calcification-breast: not observed. ¿ seroma-late-breast: unable to observe since it is not related to the device. ¿ granuloma-breast: unable to observe since it is not related to the device no additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.